Event description:
The customer reported receiving an alarm on the insulin pump. The customer's blod glucose was 149 mg/dl. The device was not bumped or dropped. The drive support cap was recessed. The customer did not press the cap while connected to the device. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a broken reservoir tube lip and a cracked display window.